Event description:
It was reported that the patient experienced dizziness. It was also reported that there was an atrial lead polarity switch due to the unipolar impedance being higher than the bipolar impedance. In the bipolar mode there was decreased and low impedance, no p-wave sensing, and no capture at high thresholds. It was also reported that there was oversensing due to noise. The atrial lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.